Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/+2.0/024 diopter in to the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/25.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that haptic was torn/ broken/ bent/ deformed. Work order search: no similar complaints were reported for units within the same lot. Conclusion code: as per the dfu of this lens model,implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contraindicated. This patient had an acd of 2.9mm at the time of implantation. Corrected data: report source is distributor, not user facility. (B)(4).